Event description:
Event reported as "tube broken at the connection part at the rotating male luer lock, and blood sprayed out; the blood is sprayed over the coverlet, and the hemoglobin was down." The investigation summary report - we received one used sample for investigation. During the visual inspection we found a separation at the connection between the tube and the revolving luer lock. We forwarded this complaint to our production facility for further investigation. In addition we performed visual inspections on all retain samples and a free flow and tightness test on one retain sample of the complained batch without finding any non-conformity. The investigation of our production documents did not show any deviation related to the complaint reason. According to our production facility this error was caused due to the inattention of the worker during the gluing procedure. Corrective and preventive actions procedure to avoid this issue in future have been initiated.